Event description:
It was reported that balloon prematurely unwrapped during insertion. Physician indicated it may be due to user error. A new kit was obtained and inserted w/o difficulty. There were no reported patient complications. See 1219856-2006-00258 for first event involving same patient.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.